Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A4, a5: patient¿s weight, ethnicity and race were not available for reporting. D1, d2, d3, d4: this report is for one (1) neutrogena acne patch sensitive skin hydrocolloid blemish patches (B)(4), lot number ¿ ni. D4: 510(k) exempt device I complaint. UDI is not required. UDI # (B)(4), upc # (B)(4), lot # ni, expiration date: na. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without a lot number. Health effect clinical code: e2338 refers to the consumer alleged ¿swelling¿. E2338 refers to the consumer alleged "scar¿. The consumer reported that following application of product her ¿whole eye and forehead were swelling¿ which was interpreted as application site swelling, described as a ¿severe reaction¿; no report of any exposure of product inside eyes or any intra-ocular symptoms. It was also reported that ¿it left a scar on face¿ (interpreted as application site scar) and that the ¿middle part looked severe almost like a burn¿ which was interpreted as description of the scar, no direct report of any actual burns in available information. Consumer consulted hcp and was prescribed an unspecified antibiotic (route interpreted as oral/topical). Based on available information, no ime, no hospitalization, no significant intervention reported. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 51-year-old female consumer reported an event with neutrogena acne patch sensitive skin blemish patch. Consumer started using the product on (B)(6) 2026 to cover pimples and had severe reaction on the same day. Consumer reported that her whole eye and forehead were swelling and it also left a scar on the face. The middle part looks severe almost like a burn. Consumer sought medical attention and a health care professional prescribed an unknown antibiotic. Consumer stopped using the product and symptoms have improved.